Manufacturer narrative:
The pacing system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead caused a latitude red alert to be declared due to high out of range right ventricular shock impedances. The system was evaluated and all other measurements were within normal range. A shock test was performed and the shock impedances were at 44 ohms. The pacing system remains implanted and the patient will be monitored closely. No adverse patient effects were reported.